Manufacturer narrative:
Pump unable to prime during prime and system sensor test due to faulty force system sensor. Pump passed idle current, run current, self, off no power, restart error, basic occlusion, displacement and rewind tests. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. No motor error alarm noted. Motor passed motor test. Pump received with severely scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump was able to rewind but the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.